Event description:
Customer (B) (6) medical center is reporting that: "they have had 4 - 6 llbevd, 82-1749, have holes in them in the area just distal to where the catheter connects to the drainage system. They used the integra drain. I don't have the specific lot, but do have a sample that they cut off the catheter where the hole was. And I've picked up one each of the two lot numbers they have". Additional information received from the sales rep revealed the customer could see csf leaking from the catheter. They then cut that piece off and reconnected it. The customer did not indicate at this time whether or not there has been an adverse event to the patient.

Manufacturer narrative:
Add'l lot#: 422748. Upon completion of the investigation, it was noted that this complaint has been confirmed. A segment of the device was returned with two cuts at one of the ends. It is not possible to determine the root cause of the cuts. Also returned were two of the same unused products. These devices were tested and they passed the tests. The lot records were reviewed and they confirmed that the devices conformed to the required specifications prior to distribution. At the present time, this is the first complaint reported for this type of issue, and it is considered to be an isolated incident. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.